Manufacturer narrative:
The devices were not returned for analysis. And a review of the lot history record could not be performed, as the part/lot information regarding the complaint devices were not provided. Based on the information reviewed, and due to the limited information available from the article. And the article covering multiple patients, a cause for the reported death cannot be determined. Death is listed in the instructions for use (IFU), as known possible complications associated with mitraclip procedures. There is no indication, of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: dates estimated. The UDI number is not known as the part and lot number were not provided. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through an article that 348 patients underwent a mitraclip procedure to treat mitral regurgitation. Follow up echocardiography was performed one year after the clip was implanted. It was noted that the mitraclip may have caused or contributed to heart failure, stroke, rehospitalization, medical intervention, surgical intervention and death. Additional information is listed in the article, titled qrs duration is a risk indicator of adverse outcomes after mitraclip. No additional information was provided.